Event description:
It was reported that the arctic sun device was failing calibration for low flow and user would like to send the device in for the 2000 hours service. Per follow up information received on 01apr2022, there was no patient involvement as the event was found during calibration. The biomed was returning the device for 2000 hours preventive maintenance service. Per sample evaluation, the arctic sun device was primed to fill. The ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively under warranty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration for low flow and user would like to send the device in for the 2000 hours service. Per follow up information received on 01apr2022, there was no patient involvement as the event was found during calibration. The biomed was returning the device for 2000 hours preventive maintenance service. Per sample evaluation, the arctic sun device was primed to fill. The ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively under warranty.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.